Event description:
It was reported that blood leakage occurred from the holder when vacutainer was removed with a bd vacutainer® push button blood collection set. This occurred on 6 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that blood was leaking from the holder needle when the vacutainer was removed. When they insert the needle into the arm the blood flows into the tubing, inserting the first vacutainer into the holder.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Common device name, product code: jka/fpa. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred from the holder when vacutainer was removed with a bd vacutainer® push button blood collection set. This occurred on 6 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that blood was leaking from the holder needle when the vacutainer was removed. When they insert the needle into the arm the blood flows into the tubing, inserting the first vacutainer into the holder.